Manufacturer narrative:
Continuation of d10: product ID a520 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was having technical difficulties with the app so they could not turn therapy off. The caller indicated that when they connected and tried to turn therapy off the app said unable to process data. The caller indicated that at the time of the call the patient was intubated for the procedure, and the caller did not want to attempt to use the app/troubleshoot the issue. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed compatibility information. Additional information was received from an hcp. The hcp reported that the patient was scheduled for surgery, when they attempted to turn the ins off, an error message occurred: "the data has been lost. Please contact your clinician." The caller reported that they re-interrogated again and same error message occurred. The caller did not know who the managing physician was. The agent reviewed error message. Additional information was received from an hcp. They reported that they received the ""data lost internal device has lost all data contact your clinician" por message. The agent walked the caller through clearing the por via clinician app. The caller able to confirm that the ins was off via the patient app at the end of the call. The patient also showed a low battery message.